Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leads (1944/52, 1944/52, 2088tc/58, and 2088tc/58) were noted to exhibit high pacing impedance. All the leads were not used. The physician then abandoned the implantation procedure. The patient was in stable condition throughout the procedure.